Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the a cassette was cracked and leaked during calibration. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and cracks were observed on the infusion chamber wall and the pinch plate of the cassette. A console representing the current software version was used to test the sample. The sample was inserted into the console and generated system message code (smc); the smc is indicative of a vacuum/pressure loss (i.e. Leak in the cassette), likely the result of the cracked infusion chamber observed. The cracks on the cassette were consistent with damage observed from a dropped cassette from an elevated position. A few cassettes were taken to replicate the event by dropping from an elevated position and similar damage resulted. A review of our in-process controls show the damage observed would have been detected at the leak and flow tester station after assembly of the final cassette. While the source of the complaint is related to a crack on the infusion chamber, the exact root cause of when and where the damage occurred could not be conclusively determined. It is possible the damage occurred post-receipt of the sample by the customer, but this cannot be confirmed. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. The damage could have occurred post-receipt of sample. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).